Event description:
It was reported that during a routine device replacement procedure, when the right ventricular lead pace/sense impedance was checked, it was noted to be high and had an abrupt jump from the previous value two months prior. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead warning triggered for the right ventricular lead due to high pace impedance. Right ventricular lead thresholds were also noted as being high. The lead remains in use. No patient complications have been reported as a result of this event.